Event description:
The account alleges that the device has a loss of head up because it will not go all the way up, nor into the chair position.

Manufacturer narrative:
The tech replaced the head hydraulic cylinder, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.